Event description:
The sales rep, reported on behalf of the surgeon, that during the second variax dr operation with sterile implants, dr. Had asked for a 2.7mm x 16mm locking screw. The sales rep reported that the correct product was taken from the sterile implants. The sales rep reported that the outer box had the correct article number on the inner package also had the correct product information. The when the product was given to the sterile field, the dr. Noticed that the screw was gold in color and questioned if it was a locking screw. It was a bone screw and that was also on the inner (sterile) packaging.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the screw mix could not been confirmed, as the packaging have been delivered open to the manufacturing site. Within the visual inspection it was determined that the carton package, the outer and the inner blister were returned open. The outer blister lid label print matches to the label of the outer packaging, indicating article 53-27616s, lot 1000073774. The inner blister lid label print indicates article 53-27216s, lot 1000073774 (see figures 1-2). The screw and screw caddy match to the inner blister lid label print: article 53-27216s. The patient labels are missing. Seven further products have been inspected and found to be correct. Based on the corresponding screw to the label, the different time frames and the counting steps, it is considered to be reasonably not possible that the screw has been mixed during manufacturing processes. The review of the provided information by the sales rep and the patient label book reveals that both screw lots have been found to be used during surgery. Based on further indications, such as the surgeon being a new user, patient label of 53-27616s has been crossed out first and then renewed, the sales rep, who finds all packaging open when entering in the surgery and estimates a mix as possible, and the above statement regarding a potential manufacturing mix up, the root cause was attributed to a user related issue. The screw mix was very likely caused during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The sales rep, reported on behalf of the surgeon, that during the second variax dr operation with sterile implants, dr. Had asked for a 2.7mm x 16mm locking screw. The sales rep reported that the correct product was taken from the sterile implants. The sales rep reported that the outer box had the correct article number on the inner package also had the correct product information. The when the product was given to the sterile field, the dr. Noticed that the screw was gold in color and questioned if it was a locking screw. It was a bone screw and that was also on the inner (sterile) packaging.